Event description:
It was reported that the customer has experienced high blood glucose. It was stated that the customer had issues with the infusion set that did not work overnight. Blood glucose went into over 400 mg/dl. It was stated that the issue occurred about 4 times where the infusion set is crooked and other times the customer did not know why they didn't work. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.